Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. When unit is properly positioned and put under pressure unit would not have slipped. Root cause: the reported complaint was confirmed from the evaluation. Evaluation showed that the lock had movement and a residue buildup is present. However, when unit is properly positioned and put under pressure unit would not have slipped. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking knob on the mayfield modified skull clamp (a1059) may be slipping under pressure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.